Event description:
It was reported the pt has never received adequate coverage. It was also reported the pt experiences numbness in his toes when stimulation is on. The pt may undergo x-rays and discuss medication options with his doctor on a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.